Manufacturer narrative:
Continuation of d10: product ID 8731 serial# (B)(6) implanted: (B)(6) 2006 product type catheter product ID 85 96sc serial# (B)(6) implanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a manufacturer representative (rep). It was reported that the cause of the alarm was a low reservoir alarm. A rotor study was performed by the physician and the pump was determined to be functioning properly. At that point, the physician determined it was a catheter issue and the patient will be set up for a catheter revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone via an implantable pump for spinal pain indications. The company rep reported that the patient's pump was beeping over the weekend. The company rep stated that they checked the pump yesterday and it showed that there was 0.6ml of fluid left in the pump. The programmer showed that there should be 0.6ml in the pump but the healthcare provider (hcp) actually aspirated 40ml. The company rep stated that the pump was filled on (B)(6) and the logs showed no stalls or anything. Agent asked the company rep if the patient had any symptoms and the company rep stated the patient did not have any withdrawal like symptoms. The issue was not resolved through troubleshooting.